Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strip UDI#: (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 198, 268, 263 and 295 mg/dl. The expected fasting blood glucose test result range is 100-120 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 12/18/2020 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).